Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent an abutment removal procedure on (B)(6) 2016. During the procedure debris was removed from the site and topical antibiotics were applied due to discharge from the site. During the same visit the patient was prescribed oral and topical antibiotics.